Manufacturer narrative:
Visual inspection of the driver revealed damage to the display cover, fan cover, and housing boss. The driver's alarm history was reviewed and revealed one new alarm, a 36 fault code. This alarm is typically recorded during driver operation when an impact shock would cause the onboard battery to become unlatched. This is most likely the customer-reported alarm as the driver shows evidence of impact shock from the physical damage observed during visual inspection. The driver passed all functional testing. Additionally, an onboard battery exchange test was performed using eight different batteries and no alarms were produced. During investigation testing, the driver performed as intended with no alarms and there was no evidence of a device malfunction. The customer-reported fault alarm was most likely caused by impact shock to the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.